Manufacturer narrative:
(B)(4). Batch #t5cg3t0. Investigation summary: the analysis results found that one psee45a device was returned with the anvil bent upwards and without reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa. Upon visual inspection of one photo, the following was observed: the photo shows a device from jaws area and the knife slot can be seen damaged (risen). Based on the photo alone, the event described is confirmed, however, no conclusion or root cause could be determined.

Event description:
It was reported that during a cystectomy, the area of the stapler that contains the anvil pockets had ¿delaminated¿ from the anvil upon inspection in between firings. Another stapler was opened and used. There were no patient consequences reported. No additional information is available at this time.